Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 275 mg/dl. Customer did not address bg level as customer does not typically correct for an elevated bg level prior to going to bed. Reportedly, the customer had manual injections as alternate insulin therapy.